Event description:
It was reported that the customer was hospitalized, and was subsequently admitted to the intensive care unit (ICU) due to elevated blood glucose (bg) level that ranged from 349-350 mg/dl. Customer was treated with intravenous saline and insulin while in the ICU. The cause of the reported issue was unknown. The customer was released from the ICU 2024-01-12 with no permanent damage and the reported issue resolved. The customer declined to perform a pump system check with tandem technical support. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.